Manufacturer narrative:
Date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted into the patient during a robotic-assisted laparoscopic sacrocolpopexy, midureteral sling, cystoscopy, posterior repair procedure performed on (B)(6) 2018 to treat a vaginal vault prolapse and stress urinary incontinence. On exam, the patient was noted to have vaginal vault prolapse. Cystoscopy did show an intact bladder cavity with patent right and left ureteral orifices, after the completion of the above procedures. On (B)(6) 2020, the patient underwent an excision of exposed vaginal mesh. During the procedure, about 1.5 cm area of the vaginal mesh along the mid urethra was exposed. Subsequently, local anesthesia was injected into the surrounding tissues. A right angle clamp was then placed around the exposed mesh and the lateral aspects of the mesh were then clamped with hemostats. The mesh was then excised at these points. According to the surgical pathology report with the specimen provided from the surgery, a fragments of synthetic mesh with adherent squamous mucosa with a mild chronic inflammation was observed. Good hemostasis was noted at the completion of procedure, the labial sutures were removed. The patient did tolerate the above procedure well and was taken to recovery room in stable condition.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The physician is: (B)(6). Patient code e2006 captures the reportable event of mesh erosion. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted into the patient during a robotic-assisted laparoscopic sacrocolpopexy, midurethral sling, cystoscopy, posterior repair procedure performed on (B)(6) 2018 to treat a vaginal vault proplapse and stress urinary incontinence. On exam, the patient was noted to have vaginal vault prolapse. Cystoscopy did show an intact bladder cavity with patent right and left ureteral orifices, after the completion of the above procedures. On (B)(6) 2020, the patient underwent an excision of exposed vaginal mesh. During the procedure, about 1.5 cm area of the vaginal mesh along the mid urethra was exposed. Subsequently, local anesthesia was injected into the surrounding tissues. A right angle clamp was then placed around the exposed mesh and the lateral aspects of the mesh were then clamped with hemostats. The mesh was then excised at these points. Good hemostasis was noted at the completion of procedure, the labial sutures were removed. The patient did tolerate the above procedure well and was taken to recovery room in stable condition. According to the surgical pathology report with the specimen provided from the surgery, a fragments of synthetic mesh with adherent squamous mucosa with a mild chronic inflammation was observed.